Manufacturer narrative:
Title: improvement of the primary efficacy of microwave ablation of malignant liver tumors by using a robotic navigation system. Source: radiol oncol 2020; 54(3): 295-300 accepted 3 may 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature article comparing the primary efficacy of robotic guided ablation of liver malignancies with that of manually guided ablation. Between 08/2011 and 11/2018, 192 patients with 264 liver tumors underwent either free hand or robotic guided microwave ablations with either a competitor's device or the device. The following adverse events were reported for robot guided procedures: grade I (9 patients); grade ii (6 patients); grade iii (1 patient); grade IV (1 patient); grade v (1 patient). Grade IV patient: injury to an intercostal artery during ablation which led to persistent bleeding requiring embolization. The following adverse events occurred for freehand guided procedures: grade I (3 patients; grade ii (3 patients); grade iii (1 patient); grade IV (2 patients). Grade IV patients: perforation of a prolapsed intestinal loop which was surgically over stitched; one patient suffered from bleeding which required embolization.